Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with: l5-s1 recurrent disc herniation; l5-s1 degenerative disc disease; chronic low back pain; lumbosacral radiculopathy. As per op-notes, ¿a trial cage was placed and anterior posterior and lateral fluoroscopic images demonstrated satisfactory position of the cage. The cage was then filled with a sponge of rhbmp-2. A sponge was also placed anteriorly with allograft. The neural elements were carefully protected with cottonoids during placement of rhbmp-2. The cage was then placed with gentle retraction and protection of the neural elements and repeat imaging demonstrated satisfactory position of the cage. The rods were then secured to the screws and these were locked in place. Final imaging studies demonstrated satisfactory position of instrumentation with improvement of disc height and alignment¿. The posterolateral elements were decorticated and bone graft was placed over the intertransverse regions bilaterally and over the interspinous region on the left over the residual lamina. This was reinforced with rhbmp-2 which was place dwell away from the neural elements. The rhbmp-2 was placed in layers with bone graft material between layers of rhbmp-2¿. No patient complications were reported. On (B)(6) 2009: the patient was discharged. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.